Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a re-do mvr was performed and a 25mm epic stented porcine heart valve w/flexfit system was implanted in the patient's mitral position. However, the patient's condition declined as heart failure symptoms increased. The patients pressure gradient remained unchanged and high, therefore, on an unknown date, the 25 mm epic valve was explanted and replaced with a competitor valve, a 25mm on-x mechanical heart valve (manufacturer: on-x life technologies). The surgeon did not know the cause of the patient's high gradient, however, he thinks the issue is likely to be due to the patient's condition.

Manufacturer narrative:
Valve explant was reported due to high gradient and increased heart failure symptoms. The investigation found that cusp 3 was punctured. There was thinning and loss of collagen of all three cusps. No inflammation, significant calcifications, or pannus was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The root cause of the high pressure gradient, and any relationship to the noted thinning and loss of collagen, could not be conclusively determined.

Manufacturer narrative:
Additional information: valve explant was reported due to high gradient and increased heart failure symptoms. The investigation found that cusp 3 was torn. There was thinning and loss of collagen of all three cusps. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tear could not be conclusively determined; however, the thinning and loss of collagen noted could have contributed to the tear formation.